Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs-of-use in the form of biological material was observed on the assembly. Visual examination revealed that the catheter body was split and severely deformed. Additionally, the guide wire contained two kinks and multiple locations of offset coils. Microscopic examination revealed that the area of separation on the catheter was rigid, indicating that undue force caused or contributed to this event. The separated portion of the catheter body and the catheter hub were removed from the needle with minor difficulty. Microscopic examination revealed an unknown adhesive residue on the needle body. The catheter hub was cross sectioned. Additional traces of this unknown residue were observed. The inner diameter of the catheter measured .027", which is within the specifications. The outer diameter of the cannula measured .0250", which is within the specifications. The kinks in the guide wire measured 5mm and 12mm from the distal tip. A lab inventory arterial catheter from the same kit as the sample in this complaint (ra-04122) was inserted over the deployed portion of the defective guide wire and the needle. The catheter was able to be inserted and removed with minor resistance. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel." The customer complaint of an arterial-catheter split/torn was confirmed through complaint investigation of the returned sample. Visual examination revealed that the catheter body was torn and severely deformed. Additionally, the guide wire was kinked in two locations near the distal tip. Microscopic examination revealed an unknown, adhesive residue on the needle cannula and inside the catheter hub. The catheter and needle met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant manufacturing issues. Based on the customer description and the sample received, the probable cause of this complaint is likely due to a manufacturing defect as the adhesive residue prevented the catheter from deploying off the needle. A non-conformance request was created to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the anesthesia staff was starting a radial arterial access on a patient. A 22 ga radial artery catheterization set was used. After getting access in the artery the needle would not come out from inside the catheter. The anesthesiologist tried to remove the needle a few times. During this process the catheter got damaged and the entire set had to be removed. The catheter was very damaged and torn up. The device was replaced and there was no patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The anesthesia staff was starting a radial arterial access on a patient. A 22 ga radial artery catheterization set was used. After getting access in the artery the needle would not come out from inside the catheter. The anesthesiologist tried to remove the needle a few times. During this process the catheter got damaged and the entire set had to be removed. The catheter was very damaged and torn up. The device was replaced and there was no patient injury or consequence.